Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm or no delivery alarm on the insulin pump. Customer kept delivering insulin and her blood glucose level went down to 45 mg/dl. Customer treated with a coke. Customer stated that there was one day that was really bad where she would dial in what she needed for food. Customer was advised to change the infusion set after receiving a no delivery alarm. Customer will remove the reservoir and site and reattach the same equipment. Customer does not want to return the set or reservoir for analysis. No additional information provided.